Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a unknown dialysis catheter. The customer states that the patient was in continuous hemofiltration. During medical care, while the patient was on her back, the nurse noticed blood leakage at the blue venous adapter. The catheter was removed and another device was used ot complete the procedure successfully.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.